Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the rad-87 reads low inaccurate spo2 values and does not alarm when it goes below alarm limits. Additional information received from the customer indicated that the alarm limit was set to alarm if the spo2 values go below 90%. In this case, the limit of the spo2 values went below 90% and the unit did not alarm. No known impact or consequence to patient.